Event description:
Rph (B)(6). From university medical center reports the pt was admitted overnight due to an (unspecified) hickman catheter issue (onset date unk). No further info, details or dates available. IV remodulin pt. Reported to (B)(6)by health professional.